Event description:
I had 2 separate implants. In 1998 mentor silicone breast implants. Debilitated to the point I could not use my hands to even open a jar. Loss of muscle strength, constant muscle and joint pain. Profound bouts with fatigue and persistent brain fog. Removed due to rupture identified by scan in 2003. I was part of the original mentor study and it was not until years later that I realized they removed me from the study due to a bad outcome that didn¿t fit the criteria for what they wanted presented. I was forced to sign documentation stating that I would neither pursue legal recourse nor ever speak about my situation. They did not ask nor document any of my symptoms. I was not allow to see my implants after removal. It was the operating room nurse who told me how bad things were on the ruptured side which was completely open, spilling contents of silicone. I was not entitled to the info or implants and that if I wanted my removal covered, I had no choice. Of note, within 4 weeks of removal and having nothing put back in, all, every one of my symptoms resolved. In 2015 my plastic surgeon told me that the new gummy bear implants were safer and rupture proof. I decided, after nursing my last child to proceed with the gummy bear implants, specifically natrelle 410 shaped cohesive gel implants. I later learned they had an expiration date of three years after they were implanted. I only learned this upon obtaining my medical records from the ps. Serial numbers (B)(4) exp 4/2018 and (B)(4) exp 6/2018. I have had persistent symptoms of endocrine disruption, hormone imbalance, hashimoto¿s, weight gain, excessive hair loss, unexplained rashes, chronic fatigue and migratory arthralgias, severe brain fog, memory loss and autoimmune issues, just to name a few. I explanted (B)(6) 2015 and am already having symptoms resolve within less than a week of having the implants removed.